Manufacturer narrative:
Describe event or problem - updated and corrected with note that further information received clarified that after re-analysis by the site, no peri-device gap was noted on 14 day follow up computed tomography (CT). Therefore, this incident was withdrawn, and boston scientific has assessed this incident as no longer meeting reporting criteria.

Event description:
The patient was enrolled in the watchman flx CT clinical study on (B)(6) 2024 with patient identifier (B)(6). It was reported that the closure device did not seal. Procedure summary: on (B)(6) 2024, baseline computed tomography (CT) assessment revealed a left atrial appendage (laa) lobe with a maximum ostium diameter of 29.0mm and length of 28.0mm. On (B)(6) 2024, an laa closure procedure was performed, and a 35mm watchman flx laa closure device was implanted under intracardiac echocardiography (ice) guidance with a complete laa seal and deployed device diameter of 28.0mm. Prior to the index procedure, aspirin (300mg) was administered. The patient was discharged on aspirin (75mg) on the same day post procedure. Event summary: on (B)(6) 2024, the patient presented for their protocol required 14-day follow-up. Cardiac CT imaging was performed, which revealed a peri-device gap of 9mm at the long axis and 17mm at the short axis. The peri-device leak was noted at the anterior, 9, 10, and 11 o'clock position. At the mid part of the closure device, a peri-device gap of 9mm at the long axis and 8mm at the short axis was noted at the 11 o'clock position. Flat sessile hypo attenuated thickening (hat) was noted. On the same day, follow up transesophageal echocardiography (tee) revealed a peri-device leak of 1mm, width at 0 degrees. No pericardial effusion, residual atrial septal defect (asd), nor device related thrombus were noted. The implant ice assessment from (B)(6) 2024 did not reveal any evidence of intracardiac thrombus nor left atrial appendage thrombus. Patient status: there were no patient complications reported. Further information received clarified that after re-analysis by the site, no peri-device gap was noted on 14 day follow up computed tomography (CT). Therefore, the incident was withdrawn.

Event description:
The patient was enrolled in the watchman flx CT clinical study on 19 january 2024 with patient identifier (B)(6). It was reported that the closure device did not seal. Procedure summary: on (B)(6) 2024, baseline computed tomography (CT) assessment revealed a left atrial appendage (laa) lobe with a maximum ostium diameter of 29.0mm and length of 28.0mm. On (B)(6) 2024, an laa closure procedure was performed, and a 35mm watchman flx laa closure device was implanted under intracardiac echocardiography (ice) guidance with a complete laa seal and deployed device diameter of 28.0mm. Prior to the index procedure, aspirin (300mg) was administered. The patient was discharged on aspirin (75mg) on the same day post procedure. Event summary: on (B)(6) 2024, the patient presented for their protocol required 14-day follow-up. Cardiac CT imaging was performed, which revealed a peri-device gap of 9mm at the long axis and 17mm at the short axis. The peri-device leak was noted at the anterior, 9, 10, and 11 o'clock position. At the mid part of the closure device, a peri-device gap of 9mm at the long axis and 8mm at the short axis was noted at the 11 o'clock position. Flat sessile hypo attenuated thickening (hat) was noted. On the same day, follow up transesophageal echocardiography (tee) revealed a peri-device leak of 1mm, width at 0 degrees. No pericardial effusion, residual atrial septal defect (asd), nor device related thrombus were noted. The implant ice assessment from (B)(6) 2024 did not reveal any evidence of intracardiac thrombus nor left atrial appendage thrombus. Patient status: there were no patient complications reported.